Event description:
It was reported that guide wire fracture occurred. The chronic totally occluded target lesion was located in the left anterior descending artery. A 190cm, straight-tip fighter guide wire was advanced to cross the lesion. However, it was noted that the wire broke from the distal tip to the proximal radiopaque. The device was successfully removed with a snare. No patient complications were reported and patient's status was good.

Manufacturer narrative:
The device was returned for analysis. Examination of the returned product revealed that both the coil and the core wire were severed at approximately 35mm from the distal tip, and there was the pitch misalignment in the coil at 95 mm from the distal tip.

Event description:
It was reported that guide wire fracture occurred. The chronic totally occluded target lesion was located in the left anterior descending artery. A 190cm, straight-tip fighter guide wire was advanced to cross the lesion. However, it was noted that the wire broke from the distal tip to the proximal radiopaque. The device was successfully removed with a snare. No patient complications were reported and patient's status was good.